Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and tortuous lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected and prepped with no issues noted. Pre-dilation was performed. During the procedure the device passed through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that inflation difficulties were encountered. It is reported that the balloon at the device tip ruptured while the balloon was being inflated to nominal pressure and the stent dislodged. The device was not moved or repositioned in the lesion prior to the burst. The physician attempted to remove the stent using a snare but was unable to do so. Therefore, the stent was apposed to the vessel wall using a competitor¿s stent. No patient injury reported.

Manufacturer narrative:
Product analysis: visual inspection confirmed that the stent was not present on the balloon that was still folded and not inflated. Stent crimp impressions were evident on the balloon. The transition tubing was stretched. The tubing was kinked immediately proximal to the guidewire entry port. Negative prep confirmed the presence of a leak and on pressurization of the device water was observed leaking from the distal shoulder/cone. Visual inspection confirmed a short longitudinal tear on the balloon. The balloon material was jagged and uneven along the tear. Guide liner was flushed and 0.035" mandrel was delivered through the inner lumen. There were no restrictions; the stent was not present in the guide liner. (B)(4).